Event description:
It was reported the complainant had a 5.5 pump support ongoing for the patient admitted in with cardiogenic shock/cardiomyopathy. The impella 5.5 was placed as a bridge to transplant/left ventricular assist device (lvad). Approximately one after start of the impella support, the team noticed that the automated impella controller (aic) alarm for loss of placement signal. The team did not need to intervene, as the alarm was self-resolving. Support continued uninterrupted. There was no report or harm to the patient as a result of this event.

Manufacturer narrative:
The device remains in use, supporting the patient at the time of the MDR writing, and therefore, evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This console was tested after arriving at facilty. The root cause for the controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. Rtlog confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error there was no evidence in the logs to confirm the product experience code ¿ ¿optical sensor issue¿. The controller error was misreported as ¿optical sensor issue.